Manufacturer narrative:
The device was returned, the investigation has been completed and the results are as follows: DHR results DHR not applicable. Device is fabricated per physician's prescription only. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results complaint investigator reviewed the returned device. An upper tray was returned in the original case. The results were summarized: roughness - the flange was smooth. Occlusal surface appeared adjusted and was not smooth. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device was a clear/milky hue. General cleanliness - the returned device was not clean and debris can be observed. Case was returned in a good condition with label. The returned device was visually inspected and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause a root cause for this complaint cannot be explicitly determined. IFU 012579 rev 1.0 (clearsplint instruction for use) states "brush and floss before using clearsplint. After use, rinse the bite splint with water and store dry. Clean bite splint with soap and warm water only." IFU 012579 provides warning "do not clean or soak in mouthwash; do not use denture cleanser; do not place do not place the clearsplint in hot or boiling water or expose to excessive heat (such as direct sunlight). This may distort the appliance; do not use alcohol or hydrogen peroxide." Per the reported information, the device was cleaned using an "ultrasonic" cleaner while using denture glo cleanser. Additionally, the patient was instructed to clean the device with toothpaste and a toothbrush. It is possible that reactions could be caused by mouthwash, toothpaste, or soaking material. Per rpt 012574 rev. 1.0 (clearsplint biocompatibility report), the device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Event description:
It was reported that the patient had a reaction to the comfort hard soft splint. The device was delivered to the patient on 6-8-21. It is unclear when the patient first used the device, or when the reaction occurred. However, the patient experienced "soreness on the front teeth and upper lips were dry. It is unclear how long the reaction lasted or when the device was discontinued. There was no medical treatment required. The patient has seasonal allergies, but no other allergies noted. With regard to the device: prior to the delivery to the patient, the device was cleaned with water an ultrasonic solution. It is unclear how the device was cred for by the patient. The device has been returned.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted. The patients weight is captured at the time of the appointment. Date of event: this information was not provided when asked. Model #, catalog, lot # is not applicable with the exception of serial number as the device is manufactured by prescription. Implant and explant date is not applicable as the device is manufactured by prescription and not implantable.